Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2012, alleging inaccurate high reading on her one touch vita meter compared to her verio pro meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that on (B)(6) 2012, she had incorrectly applied the blood on the test strips for both of her meters. The patient had obtained a result of 130 mg/dl on her vita meter and less than 30 minutes later obtained an 80 mg/dl on her verio pro meter. She took 10 units of insulin, which was an extra 2 units more that what she would have normally taken. Approximately 3-4 hours later the patient developed symptoms of feeling shaky and sweaty. She then ate honey and felt better an hour later. She did not retest after she ate honey. A normal reading for the patient is between 90-100 mg/dl. She did not seek any further medical attention or contact her physician for assistance. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high reading on her vita meter she took an increase dosage of insulin, developed symptoms and had to self-treat.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was also found to function properly. Retain test strips also passed testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.